Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's dad reported via phone call that the insulin pump received no delivery alarm during basal and was in hospital for diabetic ketoacidosis. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.